Event description:
On (B)(6) 2025, the patient received "unable to proceed" alert during fill tubing step of supply change. After troubleshooting, determined cause of alert due to connector. The rest of supply change proceeded without issue. The patient's blood glucose (bg) was not affected and no symptoms experienced during the event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.